Event description:
It was reported the patient was flung to the ground by a swat team that mistook her for someone else. There was no change in therapy, but the patient was in excruciating pain after she was flung to the floor. The patient believed that the implantable neurostimulator (ins) pocket took some trauma, as well. The manufacturer representative was to meet the patient on (B)(6) 2012. The patient was to follow up with their health care provider to have the system checked. Additional information received reported she did not attend her follow-up appointment due to illness, but she has rescheduled for (B)(6). The patient believed it was working in the right places as of then, but the ins appeared to sit differently (lower) in the pocket. Additional information received reported the manufacturer representative had seen her and all checks normal on the ins. The patient was to see their physician for a possible pocket revision, as they thought the pocket was too superficial. Patient outcome was not provided. Additional information has been requested, but was not available as of the date of this report.

Event description:
Additional information showed, the patient had a burning sensation at the ins site when stimulation was turned on. The "sharp, burning pain" would increase when the amplitude was increased, and would go away about three minutes after the stimulation was turned off. It was stated that the area around the device was tender to the touch all the time. It was stated this had gotten worse over the last couple months. The patient's hcp was planning to revise the pocket, but nothing was scheduled.

Manufacturer narrative:
(B)(4).

Manufacturer narrative:
Product ID 3778-60, serial # (B)(4), implanted: (B)(6) 2011, product type lead; product ID 3778-60, serial # (B)(4), implanted: (B)(6) 2011, product type lead; product ID 37752, serial # (B)(4), product type recharger; product ID 37743, serial # (B)(4), product type programmer.